Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 571 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that the blood glucose was running high due to not being able to get any insulin. Customer stated that they started getting no delivery alarms during bolus. Customer stated that every time they try to give insulin but the insulin pump gives another no delivery alarm. Customer states the insulin did not exit. The device will not be returned for analysis.